Event description:
It was reported that the patient experienced high pressure alarms on both pumps. Pump primed without alarm. Alarm persisted despite extension tubing set change, clave change and pump change. The patient was going to the emergency room for central venous catheter (cvc) evaluation. The suspected medication was a remodulin 2.5mg/ml, with dose of 37 ng/kg/min via continuous frequency intravenous route. There was patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
(B)(6) h3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.